Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.00/3.0/89 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019 as a replacement lens to correct low vault. On (B)(6) 2019 a near flat icl over the crystalline lens with nearly no vault was observed. Due to fear of icl touching the crystalline lens the suregeon decide to explant the lens without any further exchange. It was reported that the lens was explanted on (B)(6) 2019, patients post op bcva was reported to be 6/9 partial and iop 14mmhg.

Manufacturer narrative:
Reference MFR# 2023826-2019-01728, device evaluation: dimensional inspection did not find the lens to be within specifications. Investigation found that it is likely that the customers switched the initial and exchange lenses when packaging them for return. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: date received by manufacturer in previous MDR 24-nov-2019 is corrected to 24-dec-2019. Claim#: (B)(4).

Manufacturer narrative:
Additional information: method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Corrected data: reference MFR#: 2023826-2019-01728 for initial lens. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found haptic tear. Method code 4110: work order search: no additional similar complaint type event(s) within associated lots were found. Claim#: (B)(4).